Manufacturer narrative:
3m espe received this report on (B)(6) 2015, and has attempted to obtain patient-specific information. Since the dentist has not provided the additional information, patient-specific reporting is not possible, and this report is being made to cover the impacted patients. Since this event involved three medical devices, three manufacturer reports are being submitted. Manufacturer report numbers 9611385-2015-00101 and 9611385-2015-00102 describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a dentist reported that he had 28 root canal cases. The patients had restorations made from 3m espe lava ultimate cad/cam restorative for cerec, which were secured with 3m espe relyx ultimate adhesive resin cement and scotchbond universal adhesive.